Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that a high shock impedance measurement was observed for this device system. The patient was seen in the clinic. The proximal coil set screw appeared to be loose in the device header. The device was reprogrammed to use only the distal coil for shocks. Shock impedance measurements were 70 ohms. To date, no adverse patient effects were reported with this clinical observation.